Manufacturer narrative:
The insulin pump was received with normal operating currents no unexpected battery out limit alarm during testing noted. The device had intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. She removed the battery to rest the device and it alarmed battery out limit. She is unable to clear the alarms. Customer's blood glucose was 476 mg/dl. Customer didn't recall any significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Troubleshooting for battery out limit wasn't possible as keypad wasn't responding. Customer agreed to return the device for analysis.